Event description:
Medical records indicate that the patient was revised to address elevated metal ion levels. Additional information: litigation papers allege the patient suffered pain; disability; impairment; loss of function, use, and range of motion; decreased and poor hip performance and longevity; gait disturbance; metallic and other particulate contamination of the blood and the body; exacerbation of underlying hip joint disorders; internal scarring; irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues of the hip joint and surrounding areas.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels. ***update*** (B)(4) 2012 litigation papers allege the patient suffered pain; disability; impairment; loss of function, use, and range of motion; decreased and poor hip performance and longevity; gait disturbance; metallic and other particulate contamination of the blood and the body; exacerbation of underlying hip joint disorders; internal scarring; irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues of the hip joint and surrounding areas. There was no new information received that would impact the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.